Event description:
During the procedure, the angiomax drip was 19 cc/hr, but the pump ran free flowing. All three rns checked the pump and it was reading 19 cc/hr even though it infused all the drug. No harm to pt.